Event description:
Pt being infused noradrenalin at 10-15 ml/hr. Rn notes blood pressure reducing and increase rate with little effect. Pt bolus required injected pt with adrenalin. Rn noted leakage at the cassette and liquid on the floor. Rn makes IV set change and infusion goes okay. No harm to pt.